Event description:
A customer reported encountering a high-altitude malfunction error with their pump, which took 30 minutes to restart, and experiencing multiple daily bluetooth connection losses. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support and no additional information about the outcome of the event was obtained.